Event description:
The tech removed the device from the package and inspected it. The disc was tested by the physician prior to insertion. The disc was deployed and temporary hemostasis was achieved. The key was brought down to unlock the black sleeve. The physician then grabbed the black sleeve below the key at the handle. He pulled the black sleeve up in an attempt to expose the collagen. At this point, it was observed that the distal outer sleeve had split from the device and was not retracting with the black sleeve. The disc was then collapse and the device removed. It should be noted that the distal outer sleeve remained on the device when the device was removed. The staff reverted to manual compression to achieve final hemostasis. The collagen plug was never exposed.

Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.